Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/25/2021. Corrected information: b1, b2, h1 - this medwatch report is being voided as further information was provided confirming there was no impact to packaging sterility. As a result, this event no longer meets the criteria of a us FDA malfunction and will be downgraded to not reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, what is meant by 'this 1961 packaging is incomplete'? Was the sterility of the product found to be compromised? Was the integrity of the seal compromised? Or was the seal on the foil still intact when the package was opened? Do you have any pictures of the affected device available? Device return status. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. This packaging was incomplete, and there were concerns about contamination. No adverse patient consequences were reported. Additional information was requested.